Event description:
Pacing failure. Unable to pace. Considered a broken cable.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the sample a thorough evaluation could not be performed. No specific conclusions can be drawn.